Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The review of system log files showed voltage error on output 5v2 bank-b m-cab error. Upon troubleshooting, the philips field service engineer (fse) found the malfunction with the dcps power supply in m cabinet. The cause of the dcps failure was not conclusively determined by the supplier's part analysis, however, replacing the dcps by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.